Event description:
"Customer reported ems acp received a needle stick injury post im injection as the im needle did not safety lock after being pushed up.

Manufacturer narrative:
This report was initially submitted on 12/12/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing (B)(4) which was opened following an FDA inspection. No samples/pictures or other evidence of impacted devices was received from the customer for evaluation of the reported issue. The batch number information is unknown. The residual risk associated with the complaint is deemed acceptable based on the calculated risk priority number. Sol millennium will continue to monitor this kind of issue and should a strong trend arise, further evaluation will be taken. This supplemental MDR is being submitted to the report type - product problem and adverse event provided in the initial MDR [3014312726-2024-00372]. The previously reported was incorrect. The correct report type is product problem only.